Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a heavily calcified mid left anterior descending artery stenting procedure, the nc trek rx failed to inflate to post-dilate the stent. The device was removed without issue and another 3.0x15mm nc trek rx was used successfully to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.